Event description:
It was reported that cerebrospinal fluid (csf) flowed back into the valve. The product came in contact with the pt. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.